Manufacturer narrative:
Date sent to the FDA: 7/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and takedown of dense adhesions on (B)(6) 2013 during which the surgeon noted dense adhesions of omentum to the abdominal wall related to previously placed mesh. He further noted a lot of scarring and abnormal tissue related to the prior mesh. It was reported that the patient experienced severe pain, bulging, adhesions, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 06/14/2021.